Event description:
My (B)(6) type 1 diabetic daughter apparently had been extremely low for over an hours time without the g4 platinum (pediatrics) receiver alerting us to her low. She woke up on her own, but by that point, she had slurred, incoherent speech, lack of use of her right arm due to her hand being drawn up due to possible diabetic seizure caused by extreme low. Luckily she woke up on her own or I'd be planning her funeral. I tested the unit, and during the test, the unit alerts, however, whenever a high or low happens, it simply vibrates without the audible alert.